Manufacturer narrative:
This is one of four reports submitted for this article. Reference related manufacturer report number: 2015691-2020-14384, 2015691-2020-14385, 2015691-2020-14386.

Manufacturer narrative:
The date of these events are unknown. Therefore, the date of the manuscript was received, april 26, 2020, was used as the occurrence date. The models of sapien valves used were not provided. The PMA number are p110021 for sapien, p130009 for sapien xt, and p140031 for sapien 3. Article reference: zouari, fourat, francisco campelo-parada, anthony matta, nicolas boudou, frédéric bouisset, etienne grunenwald, bertrand marcheix, didier carrié, and thibault lhermusier. "Conduction disturbances in low-surgical-risk patients undergoing transcatheter aortic valve replacement with self-expandable or balloon-expandable valves." Cardiovascular intervention and therapeutics (2020): 1-8. Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or malposition. This intervention is performed to treat serious injury and/or prevent permanent impairment. The cause for the post-dilation or second valve could not be determined with the information provided by the authors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in france, per the medical article, ¿conduction disturbances in low-surgical-risk patients undergoing transcatheter aortic valve replacement with self-expandable or balloon-expandable valves¿, 116 low-risk patients without pre-existing conduction disturbances underwent tavr with either balloon-expandable edwards valves or self-expandable non-edwards valves. All patients presented with symptomatic, severe aortic stenosis. During the study period, 2 patients had ¿postdilation or 2nd valve¿.